Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented feeling fatigue. Upon interrogation the pulse generator exhibited back up vvi. The device was explanted and replaced.